Event description:
On (B)(6) 2024, infutronix received a report that a pump had down occlusion sensor issue. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was returned on (B)(6) 2024. Detail of the evaluation was stated in section h of this MDR.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are was another reported complaint for upstream occlusion alarms from the same end user on this pump. Analysis of the returned device was completed on (B)(6) 2024. The results are below: the event log was reviewed, and there were 5 lines of downstream occlusion. During a 12.7 ml infusion, the pump did alarm system error after a downstream occlusion. It took place 6 ml's into the infusion. The subcode for the system error was 10, which indicates bad reading on the upstream sensor. The infusion resumed, but never completed as it got to a vinf of 8. During functional testing, the reported problem was not duplicated. The line was clamped, the complete downstream occlusion alarm was triggered, and the alert cleared. The pump then completed a 20 ml infusion without another down stream occlusion alarm taking place. The device did not met specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.